Manufacturer narrative:
Batch review performed on 12 january 2021: lot 2001873: (B)(4) items manufactured and released on 01-july-2020. Expiration date: 2025-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 12 january 2021: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2003334: (B)(4) items manufactured and released on 03-july-2020. Expiration date: 2025-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner, 2 months after the primary. The surgery was completed successfully.